Manufacturer narrative:
The event date was not reported. The first day of the month of the aware date was used as an estimate. Device evaluated by manufacturer: the sentinel system was returned with a unknown guidewire. The proximal filter of the sentinel was returned un-sheathed; the distal filter was returned un-sheathed and inverted with the strut tube broken. The articulating distal sheath (ads) was relaxed and the inner member was returned without visible damages under the rear handle shells. Functional testing was conducted noted flushing was achieved through all 3 flush ports (rear handle, front handle and distal filter slider). A test guidewire was fully inserted, the proximal filter un-sheathed/ sheathed using the proximal filter slider. The ads responded as expected when turning the articulating knob. The distal filter slider was pulled and no friction was felt; however, sheathing of the distal filter was stopped due to strut tube damage.

Event description:
Reportable based on analysis completed on 30-jul-2020. Sentinel cerebral protection system was returned with no reported allegation. Upon analysis, a distal filter break was discovered.